Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.

Event description:
During an angioplasty procedure of a shunt anastomosis (location unk) this balloon ruptured at 16 atmospheres (atm). The patient is a male. There is no information available concerning the vessel characteristics. The product was advanced to the lesion over the guidewire, through the sheath introducer, and the balloon was inflated using the indeflator. After the balloon ruptured, it was carefully withdrawn out of the patient's body. There is no information as to how the procedure was completed. There was no reported injury to the patient.